Event description:
It was reported that cartridge alarm 20 occurred and recurred even after attempts to load a new cartridge using proper loading technique, preventing customer from resuming insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged a replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it using a pre-paid label within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on the replacement device.